Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of the coyote es balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the proximal end of the markerband with the material pulled distally. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After advancing a guide wire via ipsilateral approach, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter and a 2mm coyote nc balloon catheter. Blood flow recovery was then confirmed. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortous and severely calcified vessel below the knee. After advancing a guide wire via ipsilateral approach, a 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilation. However during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter and a 2 mm coyote nc balloon catheter. Blood flow recovery was then confirmed. No patient complications nor injuries were reported.